Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a case and when planning on doing 2 spins, one high with cranial frame and vertec arm and one low with spine clamp, the high with cranial frame was allegedly inaccurate. The manufacturer representative (rep) reported when performing first spin with cranial frame, the instrument was showing deeper than it actually was. The rep reported that this was with all instruments - probes and trackers. The rep also reported when performing second spin with spine clamp, everything was accurate. The rep then reported that a third spin was performed on the cranial frame and it was off by the exact same amount as the time before. It was noted that the surgeon took this into account and proceeded with the case using that spin. There was less than an hour delay, and no impact to patient.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, software version: 2.1.0 h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the navigation was showing about 5mm deep (posterior) of where the probe tip was located.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined as the logs were not received. Codes b17, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.